Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: received one introducer sheath segment. The filter was found stuck inside the sheath. No anomalies were identified. Functional/performance evaluation: a mandrel was used to advance the filter through the sheath. All 6 legs/feet and 6 arms were present and intact. No limbs were crossed upon removal from the sheath. The introducer sheath hub was sliced open longitudinally and skiving was identified, likely due to the filter feet during advancement. A gap was located between the sheath and the hub, but is within acceptable specifications. It is unknown if the gap contributed to the reported event as the filter was found beyond the hub and the gap was within the acceptable range. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for failure to advance as the filter was returned stuck in the introducer sheath. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to this event. Labeling review: the meridian filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter was unable to be advanced through the deployment sheath. The filter system was exchanged for a new filter that was deployed successfully. There was no reported patient injury.